Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 127 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking from the devices. There was no patient impact.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.